Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The apl valve was replaced.

Event description:
The hospital reported that, during the preoperative checkout, it was noted that the adjustable pressure limiting valve (apl) was not functioning as expected. There was no report of patient involvement.